Event description:
During the device evaluation, the distal end plastic over of the colonovideoscope contained residue that would not come off with alcohol or kimpwipe. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified based on the results of the investigation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.